Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The alarm was attributed to user error as the operator did not make the correct connections at the start of treatment. The cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment. The operator inadvertently forgot to move the waste line prior to starting treatment, allowing the saline back to fill with waste. Rinseback was not performed, resulting in an estimated blood loss of 210cc. No medical intervention was required.